Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "multi-lumen 16cm central line proximal port tubing very weak and then. Unable to use as when fluid going through as an infusion the tubing baloons out and occludes making it not able to use. Central line removed from patient." There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "multi-lumen 16cm central line proximal port tubing very weak and thin. Unable to use as when fluid going through as an infusion the tubing balloons out and occludes making it not able to use. Central line removed from patient." There was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided three photos for analysis. The complaint of extension line stretched was able to be confirmed by the photos. The photos reveal that the proximal extension line was occluded and potentially kinked during use. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Connect all extension line(s) to appropriate luer-lock connector(s) as required. Unused port(s) may be "locked" through luer-lock connector(s) using standard institutional policies and procedures. Slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.